Event description:
Patient reported obtaining back-to-back blood glucose results of 435mg/dl, 30mg/dl, and 166mg/dl on the advantage system. Patient indicated that at the time the results were obtained, he was experiencing symptoms of hypoglycemia. Patient self-treated by eating lunch. No patient injury was reported. Patient did not provide the location where the discrepant results were obtained. Quality control testing had not been performed on the advantage system. Technical support requested the return of the suspect product and replacement product was shipped.